Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window, missing end cap sticker, missing reservoir tube o-ring. Unable to prime during the prime, system sensor test due to faulty force system sensor. Unable to perform the occlusion test and no delivery test due to prime anomaly. Pump passed operating currents test, restart error test, self test, displacement, basic occlusion and rewind tests.

Event description:
The customer reported via phone call that the insulin pump was dropped and the reservoir compartment is broken and will not hold the rubber gasket in place. The customer's blood glucose reading was unknown at the time of incident but indicated that they have been high since the pump was dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.